Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer experienced high blood glucose of 338mg/dl and the glucose level was treated with manual injections. Troubleshooting was performed, and the basal rates and boluses matched with daily totals. A bolus was programmed and insulin did exit. It was stated that the customer had high blood glucose for a long period of time, and the doctor believes it might be related to the insulin pump. No further information was provided.